Manufacturer narrative:
Updated: h3, h6, h7, h9, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported front panel light going off issue could not be determined, as the issue could not be reproduced during evaluation and was found to function per specification, however, the circuit board was replaced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator panel occasionally goes black. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.